Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient arrived at clinic with complaints of a loose power port separating from the controller housing. The controller was exchanged without consequence to the patient. No further information was provided.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to 2 loose power port connectors. The port 1 connector was found loose from controller housing with the o ring gasket displaced. The port 2 connector was found loose from the controller housing with the o ring gasket in place and the locknut loose inside. It was also noted that the serial port was missing the cap. The confirmed malfunction is related to the reported event. A possible root cause for the loose connector may be attributed to a shift in the manufacturing process; however, this issue is still being investigated. Heartware has opened an internal investigation to address this issue heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.